Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular channel. X-rays were observed; however, they were unconclusive. A lead fracture was suspected; however, it could not be confirmed. Reprograming of the device was performed and a potential system revision was discussed. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular channel. X-rays were observed; however, they were unconclusive. A lead fracture was suspected; however, it could not be confirmed. Reprograming of the device was performed and a potential system revision was discussed. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier, d6a: implant date.